Manufacturer narrative:
E1: patient city: (B)(6). Patient country: serbia. H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in serbia. It was reported that patient was hospitalized on (B)(6) 2024 due to vomiting, dizziness, and later coma. Patient was found positive for ketones. Patient was in coma from (B)(6) 2024 and recover. No further information was available.